Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor. It was reported that the caller interrogated the device, stimulation was off. Caller reported that the ins battery is at 2.50v and impedances showed >2k ohms. Caller reports patient is programmed with electrode 1-3+. They were last seen by their neurologist on the (B)(6) 2019 and impedances were at 1256 ohms. Caller reports patient had no falls. Reports therapy was fine up until the end of service (eos). No further complications were reported or anticipated with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient was encountered in pre-op in preparation for bilateral implantable neurostimulator (ins) replacement due to depletion from normal use (after being implanted for about nine years). After reviewing the information with the manufacturer as well as reviewing the monopolar impedances (all less than 2,000 ohms and within normal limits) it was decided to move forward with replacing the depleted ins as planned as it was highly unlikely that the lead or extension were damaged. The rep. Further stated to resolve the impedances being less than 2,000 ohms, eos, and stimulation being off the ins was replaced as planned on (B)(6) 2019 with all post-operative impedances tested being within normal limits. Stimulation was turned back on intra-operatively. The cause of the impedance issue, eos, and stimulation being off was due to the ins being at eol and having > 2.50 volts left and not being able to deliver enough current to measure impedances accurately. Following replacement, the impedance issue, eos, and stimulation being off was resolved. The explanted device was in possession of the medical center and would be returned as per their standard operating procedure for non-defective devices routinely replaced due to normal depletion. After surgery the rep. Met with the patient and effective therapy was restored. No further complications were anticipated.